Manufacturer narrative:
The main component of the system; other relevant device(s) are: product ID: 3555-60, serial/lot #: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4); product ID: 3708695, serial/lot #: (B)(4), ubd: 15-jan-2022, UDI#: (B)(4); product ID: 3555-60, serial/lot #: (B)(4), ubd: 15-jan-2022. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the implant of the patient's dbs system two tunneling tools broke. The neurosurgeon linked the broken tunneling tools to the patient's young age and the fact that they have very elastic skin. Further information was received indicating that the week following the procedure the patient noticed that therapeutic effect decreased. Low impedance was measured on the patient's left extension. The patient's right extension was fine. On (B)(6) 2018 both of the patient's extensions were removed and re-tunneled. No further complications were reported or anticipated.

Manufacturer narrative:
The extensions were returned for analysis. Product ID: 3555-60, serial# (B)(4), product type: accessory; product ID: 3708695, serial# (B)(4), product type: extension; product ID: 3708695, serial# (B)(4), product type: extension; product ID: 3555-60, serial# (B)(4), product type: accessory. Analysis of the extension (sn: (B)(4)) found that the insulation was broken apart starting at 52.3 cm from the proximal end. All the conductors between the break in insulation were exposed, causing all circuits of the extension to be shorted. It was noted this was the result of factors beyond intended reliability. Analysis of the extension (sn: (B)(4)) found that the device was returned segmented, but continuity was complete and there were no electrical shorts between the circuits. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.